Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was caused by the patient being on eliquis and plavix. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6)2025, the patient experienced a hematoma. A pocket evacuation occurred on (B)(6) 2025. In the opinion of the physician, the event was caused by the patient being on eliquis and plavix. A titration occurred on (B)(6) 2025, and a follow-up was scheduled for (B)(6) 2025.

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced a hematoma. A pocket evacuation occurred on (B)(6) 2025. In the opinion of the physician, the event was caused by the patient being on eliquis and plavix. As of (B)(6) 2025, the hematoma had resolved.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).